Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted in its resetting, and confirmed that the malfunction code did not recur afterwards. The customer was advised to call back if the malfunction code appeared again, and they acknowledged this guidance.